Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: b3, d5, e1, e2, e3, e4, g2 (remove health professional and user facility), h6 (medical device - problem code). The getinge field service engineer (fse) that encountered the issue, performed calibration verification, functionality, and safety checks to factory specifications. The fse found cardiosave hybrid cart is failing leak test. Investigated the cardiosave leak but the fse could not repair out the in field. Getting the customer¿s replacement and the fse did not release the iabp to customer and is not cleared for clinical use. The iabp unit was returned to failure analysis and testing for evaluation. The failure analysis and testing dept. (Fat) received the iabp with a reported unit failure of the cart is leaking. The failure analysis and testing dept. Performed a visual inspection and found the cardiosave to be in good condition. The failure analysis and testing dept. Proceeded to test for helium leaks per the cardiosave service manual. The cardiosave was first tested with the pump console in the cart. A helium fill was performed, and x4 the external helium tank pressure was monitored for 5 minutes. Within that 5 minute time frame the helium pressure had dropped more than 20 psi, indicating a leak. Further troubleshooting was performed and a leak was traced back to the helium regulator. The helium regulator is the probable cause of the leak. The fat dept. Was able to replicate the failure that the customer experienced. The cardiosave failed testing. Retaining the cardiosave in the fat per procedure.

Event description:
It was reported that during a new installation there was an out of box failure on the cardiosave intra-aortic balloon pump (iabp) in which the hybrid cart was leaking helium. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed. Full initial reporter name: (B)(6).